Manufacturer narrative:
Samples were not received for the investigation. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the reported issue and determine a root cause. A corrective action is not applicable at this time. If a sample is received at a later date, this complaint will be reopened for further investigation. This complaint will be used for tracking and trending purposes.

Event description:
The customer reported that the child was admitted to the hospital on (B)(6) 2024 for "cough and phlegm for more than 10 days", and on (B)(6) , the child was rescued with a t36.9°c, pulse rate of 180 beats/min, and breathing of 46 breaths/min, and was given a disposable electrocardiogram to monitor the electrocardiogram at 14:47 on (B)(6). On (B)(6) 2024, the nurse found a red rash on the site of the electrode patch on the child, reported to the doctor. According to the doctor's instructions, removed the electrode and applied dexamethasone acetate cream, and told the family to keep the skin dry and clean. On (B)(6), the nurse found that the child's red rash had largely subsided.